Event description:
The patient reported that on (B)(6) 2011 she was taken to the hospital and admitted with a blood glucose of 40mg/dl. The pump was suspended while she was in the hospital. Customer support reviewed the pump with the nurse and patient and all boluses were accounted for and the total daily dose added up correctly. She reported that she removed and replaced the cartridge to the pump while attached. She stated that she disconnected while priming. She also reported that she is currently on injection therapy. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.